Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, hyperlipidemia, peripheral artery disease, atrial fibrillation, and prior stroke. Complications reported included patient device interaction problem (thrombus), perivalvular leak, thrombus, obstruction, arrhythmia, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: mid-term clinical outcomes and hemodynamic performance of 19-mm bioprostheses following aortic valve replacement a single-institution 10-year experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mid-term clinical outcomes and hemodynamic performance of 19-mm bioprostheses following aortic valve replacement¿ a single-institution 10-year experience", was reviewed. This research article is a retrospective single-center to evaluate long-term outcomes of five different 19mm bioprostheses and provide real-world evidence in a population at high risk of small aortic annulus and prosthesis-patient mismatch (ppm). The devices included in this study were avalus, mosaic, epic, inspiris and magna. The article concluded that operative outcomes were acceptable and hemodynamics were stable at a median follow-up of 5 years. The outcomes did not differ among the five 19mm bioprosthess models evaluated, and the findings suggested that 19mm third-generation bioprostheses can provide satisfactory mid-term results in small annulus patients when annular enlargement is not feasible. [The primary and corresponding author was takayuki gyoten, department of cardiovascular surgery, saitama medical university international medical center, 1397-1 yamane, hidaka, saitama 350-1298, japan, with corresponding e-mail: t.gyoten29@gmail.com.] This study included patients who underwent surgical aortic valve replacement (savr) with a 19mm bioprostheses from 01 january 2015 to 31 july 2024. A total of 218 patients were included in the study, of which 11.9% (26) received an abbott device. The average age was 76 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, hyperlipidemia, peripheral artery disease, atrial fibrillation, and prior stroke.